Event description:
The customer reported the system displayed a faststop message and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver and snubber boards, and performed generator and filament calibrations. The system operates as intended.